Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the reporter took the patient to the emergency room because the cgm was alerting with a reading 70 md/dl. No finger stick to check the patient's blood sugar was taken before administering any treatment. At the emergency room, the patient's blood glucose was measured at 400 mg/dl but the patient was not experiencing any symptoms. The cgm reading at the hospital was 74 mg/dl. The patient was treated with saline (IV fluids). The patient was released and before they left the emergency room the patient's blood glucose was around 300 mg/dl. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.